Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2012, inratio: 5.5, inratio: 4.6. Time elapsed between each method of testing is a few minutes. Pt's therapeutic range is not provided.

Manufacturer narrative:
Customer indicates that the strips have been exposed to improper storage conditions. Per product insert, "test strips may be stored at room temperature 50f to 90f (10c to 32c) until the expiration date indicated on package". Inratio precision data provided by end user at the time the complaint was filled. Results as follows: date: (B)(6) 2012, inratio: 5.5, inratio: 4.6, mean: 5.05, %cv: 12.60. Since %cv is less than 20%, inratio meter results pass the criteria for precision. Customer's results are not considered outside the expected variance between test results. Although the lot number was not provided, it was reported that the product was expired. No further testing is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.